Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to broken off end cap. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call broken case on the insulin pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.